Manufacturer narrative:
Other applicable components are: product ID: 978b128, serial/lot# (B)(4), product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the device on the left side of their body doesn't seem to work at all. Patient said they have tried increasing stim and tried changing programs but the patient doesn't feel anything. Patient said the device is not helping their symptoms and they are getting up at least 3 times a night and they don't drink anything an hour before bed. Patient said they can feel stim from the device on the right side. Patient services recommended patient follow up w/ hcp to have device checked. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address this issue. Additional information was received from the patient. It was reported that the patient's device was not on and they felt uncomfortable stimulation. It was reported that cautery happened while implant was in pocket. The device was reprogrammed and stimulation disappeared, and issue resolved. No further complications were reported at this time.